Event description:
During a total lap hysterctomy procedure, the instrument stopped working and gave a weird noise, but no error codes. Instrument pulled from trocar, handed to nurce to clean and while cleaning, nurse identified tissue build up in the crotch of the jaws. A kelly forcep was used to try and retrieve tissue that was deep iin the crotch of the jaws. After about a minute of trying to clean the harmonic the active blade fell or broke off. Another harmonic ace was opened to finish the case. There was no reported patient consequence.